Event description:
This patient developed a skin flap infection 2 months after the cochlear implant surgery. His hearing performance begain to decrease as well. In 2005, the surgeon explanted the device, it is not known if the patient was reimplanted with a new device.